Event description:
It was reported the pt's ipg was protruding causing discomfort. The physician removed and replaced the ipg with a different model ipg and implanted it in a different location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.